Event description:
It was reported by the customer filter clog, alaris smartsite. Additional information: medication was stopped. Filter changed out. Medication resumed infusing with no issues. Only negative out come was length of treatment extended. Patient was in the chair longer than expected.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.